Manufacturer narrative:
By replacing the cable and pressing the escape key, error code b30 was cleared. The device will not be returned to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the video processor displayed error code e204 (focus function error) during an unspecified procedure. After replacing the cable, error code e204 cleared and error code b30 (scope communication error) was displayed. The procedure was completed using the subject device after the errors were cleared. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that there was either a problem with the cable or its connection method. Olympus will continue to monitor field performance for this device.